Event description:
The account coordinator (ac) of a (B)(6) female patient informed zoll lifecor customer support that the patient was having problems with the lifevest. The patient's batteries appeared to be dead. When they were placed in the charger, the red fault light was displayed. The patient received a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, it was discovered that the battery pack had one or more dead cells. The battery was left in the patient's system for more than 24 hours, resulting in excessive "battery runtime expired" flags in the patient's download. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The patient received a replacement battery pack.